Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an extension set became dislodged from the securement piece. The securement device was still attached to the patient's central line and blood was found in the patient bed. The amount of blood loss was unknown. The extension set was replaced with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing had separated from the male luer. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.